Manufacturer narrative:
(B)(6). Investigation summary: the device was visually inspected, and it was found in good conditions, however, during the second visual inspection reddish material and a hole were observed on the pebax. Then, deflection test was performed, and the catheter failed. A failure analysis was performed, and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. An internal corrective action has been opened to investigate the root cause of the t bar slippage. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the biosense webster product analysis lab discovered that there was a hole in the pebax with reddish material found inside. It was initially reported that after about 3 hours of the thermocool® smart touch¿ bi-directional navigation catheter being used, it could not be deflected as intended. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The deflection issue was assessed as a not reportable issue. The biosense webster inc. Product analysis lab received the device for evaluation on june 24, 2019 and noted that upon initial visual inspection there were no anomalies observed. On july 2, 2019, during the second visual inspection, it was discovered that the pebax was damaged with a hole and reddish-brown material inside. The issue of hole in the pebax was assessed as a reportable issue. Therefore, the awareness date was updated to the date of the reportable lab finding of july 2, 2019.